Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 11/24/2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the abdomen. On the same day, it was reported that the reaction consisted of a skin infection in the stomach area adjacent to the sensor patch. The sensor site was cleansed with alcohol prior to insertion in the abdomen. There was no infection directly under the sensor patch itself. The patient consulted a physician who evaluated the skin infection next to the sensor. The doctor made an incision to drain the skin infection (I&d), and an oral antibiotic (flucloxacillin 4 times per day) for a week was prescribed. The doctor could not rule out the cgm sensor from having contributed to the skin infection. They indicated it was possible that bacteria may have been present under the sensor and contributed to the severity of the skin infection. At the time of the report the patient was still healing, and had a small scar on the stomach. No additional event or patient information is available.